Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's left eye, in a secondary procedure due to an incorrect calculation. Patient had blurry vision. Lens was replaced with the same model lens, z9002, a 24.0 diopter down from a 25.5 diopter lens. Patient outcome was good following the replacement. No further information was provided.